Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leak in the steerable guiding catheter (sgc). It was reported that during preparation of the sgc, the hemostatic valve could not hold the fluid column. Aspiration was performed during prep; however, that did not resolve the issue of fluid column being lost in the guide; thus, the device was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.